Event description:
The customer reported the system's footswitch continued to produce fluoroscopy x-ray without command. No report of pt or staff injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be identified nor duplicated. However, preemptive repairs were completed. The system was found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.